Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap remained attached and exhibited a drilled through condition; there was some white unknown substance noted inside the fiber cap tip; the bevel section is melted; the glass cap exhibited severe burnt on detritus and devitrification. Based on the analysis above, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
It was reported that during a prostate procedure the customer indicated the fiber was ¿damaged at tip & diminished vaporization efficiency¿ was reported @ 88,490 joules. Case was complete with turp.no patient injury reported.